Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes "that" fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported having a tooth extracted (permanent impairment) while an invisalign product was being used.

Event description:
The patient reported symptoms of irritation of the tongue, and crown on tooth # 23 (lower left lateral incisor) broke and fell off. The patient reported visiting the treating doctor, who extracted the remaining tooth root, due to the broken tooth. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic.